Event description:
A customer reported they obtained high readings on their freestyle flash meter. It was reported that in 2007 the customer obtained readings (exact readings are not cited) on his meter which were higher than he felt, as a result of this he injected "too much insulin" and subsequently experienced symptoms of hypoglycemia while sleeping. It was reported the customer lost consciousness and was discovered by his wife. The customer was taken to a local hosp and treated with an IV solution of glucose. There was no report of death or permanent impairment in this case.

Manufacturer narrative:
The product was received and an investigation concluded that the complaint was not confirmed. No new issues were observed and all results were within range spec for the device.